Manufacturer narrative:
(B)(6). Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in mildly tortuous and moderately calcified right coronary artery (rca). A 38 x 3.00 promus premier¿ drug-eluting stent was advanced to treat the target lesion. However, the physician noted that the proximal edge of the stent was deformed when exchanging the wire during procedure. The procedure was completed with a different device. No patient complications were reported and the patient was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system was returned for analysis. A visual examination of the crimped stent found stent struts from the seven most proximal stent rows were raised outwards distally from the balloon and damaged. This type of damage is consistent with the stent encountering resistance during withdrawal of the device. The ro markerbands were examined and there was no damage noted. The tip was examined and there was no damage noted. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found that the midshaft was kinked at 27 mm proximal to the guidewire exit port bond. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in mildly tortuous and moderately calcified right coronary artery (rca). A 38 x 3.00 promus premier drug-eluting stent was advanced to treat the target lesion. However, the physician noted that the proximal edge of the stent was deformed when exchanging the wire during procedure. The procedure was completed with a different device. No patient complications were reported and the patient was stable.